Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral was attempted with a proglide device using the pre-close technique with a 7f sheath prior to an interventional valvuloplasty procedure. Reportedly, there was "high" resistance attempting to remove the needles and plunger for the first proglide device. The plunger and sutures were not completely removed from the device. The foot was attempted to be retracted to remove the proglide, however, it was not possible. After maneuvering the device, it was removed successfully. The footplate was not open during removal; there was no tissue damage. A second proglide was used and the suture came out of the anatomy with the needles. The sutures of two new proglide devices were successfully pre-placed and the interventional procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue, difficult to remove the plunger and difficult to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove the plunger; however, the foot retraction issue, difficult to remove the device and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.